Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as hygiene not maintained. Two days after the onset, the patient was hospitalized for the peritonitis. The patient was treated with vancomycin injection (1 gm every fourth day, ongoing, route not reported), ceftazidime injection (1 gm once a day, ongoing, duration not reported) and amikacin injection (1 gm once a day, ongoing, duration not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: it was reported that in the same month as the receipt of this follow up report, antibiotic therapy was stopped and the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.